Manufacturer narrative:
A physical examination could not be carried out as the device was not returned to stryker (B)(4). A review of the device history could not be carried out as the lot code of the reported instrument is unknown. According to additional information received from the sales rep, the reported target device was found fully functional and has been used in recent surgeries without any problems reported. Thus, a physical investigation was deemed not necessary. The root cause of the reported event is not device related. The alleged event is most likely caused due to a sub-optimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon that there is a targeting inaccuracy during distal locking.